Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual examination of the returned device revealed that the coil delivery wire was kinked likely due to handling damage of the device. It was also found that the main coil was protruding from the sheath, stretched and broken, and the main coil suture was damaged (physical break). It is probable that the device was damaged during the clinical procedure causing the as reported event. Therefore, an assignable cause of operational context has been assigned to this investigation.

Event description:
Based on the result of the investigation of the returned product, it was found that the main coil (subject device) was broken. There was no impact to the patient.